Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure using an xi system, a nurse reported that monopolar energy was not firing. The monopolar curved scissors (mcs) instrument was installed on arm 3. Prior to contacting technical support, the team had already swapped the monopolar cable three times and replaced the instrument, but the issue persisted. The caller stated monopolar energy had been working earlier in the procedure and then suddenly stopped, and that the generator display showed a question mark. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed live system logs and did not observe any errors/failures associated with the reported behavior. The tse advised that monopolar and bipolar cables have limited uses and recommended trying a brand-new monopolar cable; however, the site did not have a new cable available. The tse then guided the team to restart the generator and to try monopolar port 2; the issue remained. The team also moved the mcs instrument to arm 4, but monopolar energy still did not fire. The surgeon elected to continue the procedure using the synchroseal instrument. The procedure was completing as planned, and no patient injury was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.